Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering and applied research, it was concluded that: root cause: undeterminable. It is not possible to say exactly why this implant failed. The revision was for ongoing discomfort at 6mths. The x-rays may or may not be weight bearing and suggest a varus knee. However, foci of metallosis were reported with thickening of the tissues is noted and it is not possible to say if this was associated with the first procedure or occurred between the second and third procedure or the third and fourth procedure. No alumina particles were found. The scratching of the revised devices was considered typical, it is not possible to report how these would have progressed over a longer period of time. A level of failure from revision procedures is to be expected in the literature. This series of complaints is being reviewed as part of (B)(4) to see if a trend exists for the lcs duofix re-revision (or follow-on) procedures to look for risk factors. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Updated (B)(6) 2012, conclusion and justification status: the complaint shall be closed with an undeterminable conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was experienced ongoing discomfort in this left knee joint over the last 6 months. During surgery, synovium was found to be much thickened, with several very small "foci" of metallosis found amongst the tissue. Both femoral and tibial components removed with some difficulty.